Event description:
As reported, an exactech employee was notified of a revision surgery. The patient¿s polyethylene insert was part of the recall. It appears to be related to wear. The tibia and talus remained well fixed, so a vitamin e liner and new locking clip were inserted. No additional information is available.

Manufacturer narrative:
Pending investigation.